Event description:
The customer's parent called and reported the patient's blood glucose was at 412 mg/dl. It was stated the customer had been taken off of the insulin pump and was being treated with shots. There was also reported to be a crack on the device, which had been dropped before. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.